Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device was set to forward lock, deploying the anchor. The device was then set to rear lock, posting the anchor in the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned sample appeared to have been used and contained the anchor and collage. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The footplate did not deploy, and it was still in the device. Manual pressure held, and the patient did fine. No blood loss was reported. Additional information was received on 21oct2025: a pre-deployment angiogram was performed. It was unknown if there were any difficulties with arterial access, sheath, guidewire, or catheter insertion. It seemed that it was a normal case without anything out of the ordinary besides the angio-seal.